Event description:
It was reported that a large volume infusor would not infuse. When the wing cap was removed, there was no flow of liquid. The reporter further stated that after connection, the device had rolled off the bed onto a wooden floor. The device had been filled with cephazolin. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from january 21, 2014 to january 22, 2014. Evaluation summary: the sample was received for evaluation. A visual inspection and functional testing were performed. When the winged luer cap was removed unobstructed flow was observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.